Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip intermittently did not change color correctly after a completed sterrad® 100nx express cycle for the past month. The customer did not have specific dates. The affected load(s) were reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), retains analysis, visual analysis and concomitant product evaluation. The DHR was reviewed and all process specifications were met before release of release. Trending analysis by lot number was reviewed from 08/20/2016 to 02/16/2017 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." Retains testing was not performed since the chemical indicator (ci) strips changed color properly when an additional load was processed. The product was not returned. However, photographs of the ci strips were provided by the customer. The photographs showed various degree of color change, and all were lighter than the comparison strip. During a follow-up with the field service engineer who took the pictures, the fse stated that some time had passed after the cycle was run and the strip got lighter by the time the fse took the picture. The concomitant sterrad®100 nx was tested by a field service engineer. Corrective maintenance was performed and parts were replaced. It is inconclusive whether the service performed was related to the ci strips issue. During the service, the fse noted that the issue was likely related to load content of the chamber and provided education to the customer. The likely assignable cause of the issue can be attributed to user error and load content within the chamber of the sterrad. The fse provided education to the customer regarding proper loading of the chamber and the issue has since been resolved. The issue will continue to be tracked and trended.